Manufacturer narrative:
Concomitant products: product ID neu_siliconeanchor, serial # unknown, product type accessory; product ID neu_siliconeanchor, serial # unknown, product type accessory; product ID 377775, lot # v008543, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturing representative reported that she had not used the battery for months due to battery depletion. The patient's stimulation was working right up until the battery was depleted. It was determined that normal battery depletion occurred. An impedance check was performed and they were all out of range and greater than 10,000 ohms. They reconnected the multi lead trialing cable (mltc) to the battery and had the same issue. They tested the patient for stimulation and she had none. The patient needed the battery changed. A surgical intervention occurred. The lead looked fine, but they had difficulty placing it into the new battery. The reported issue was resolved and no patient death occurred. The indications for use include rsd/causalgia-complex regional pain syndrome. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
The issue of lead insertion difficulty is being addressed in a separate event. The narrative has been updated to only address the issues assessed in this regulatory report. (B)(4). However, the issue of lead insertion difficulty is being addressed in a separate event. Broken conductor in lead body - unknown anchor site.

Event description:
The manufacturing representative reported that she had not used the battery for months due to battery depletion. The patient's stimulation was working right up until the battery was depleted. It was determined that normal battery depletion occurred. An impedance check was performed and they were all out of range and greater than 10,000 ohms. They reconnected the multi lead trialing cable (mltc) to the battery and had the same issue. They tested the patient for stimulation and she had none. The patient needed the battery changed. A surgical intervention occurred. The lead looked fine, but they had difficulty placing it into the new battery. The reported issue was resolved and no patient death occurred. The indications for use include rsd/causalgia-complex regional pain syndrome. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.